Event description:
It was reported the customer experiences elevated blood glucose levels (200+ mg/dl) the day after a cartridge and infusion set change. Customer switched to a new box of cartridge, and reports blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.